Manufacturer narrative:
Per t:slim user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 1 hour. No additional patient information was available. Reportedly, the customer's body was obstructing the connection between the transmitter and the pump.